Manufacturer narrative:
The device was visually inspected and a scratch was found on pebax with red residue inside. Then, magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested and it was working properly, the force values were observed within specifications. Additionally, a scanning electron microscope (sem) testing was performed on the damage area and the results showed evidence of mechanical damage, stress marks and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. No other anomalies were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the pebax damage cannot be determined since there is evidence that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter, and during mapping of the premature ventricular complexes pvc a catheter sensor error appeared. The catheter was replaced, and the issue resolved without patient consequence. The catheter sensor error is not reportable. This complaint was originally assessed as not reportable because the potential that it could cause or contribute to death, serious injury, or other significant adverse event is remote. The device was returned to the bwi failure analysis lab (fal) and on 7/03/2018 scanning electron microscope sem analysis of the pebax showed evidence of mechanical damage, stress marks, and a hole on the surface of the pebax. It is possible that the damage was generated with an unknown object. The issue of hole on the surface of the pebax has been assessed as reportable.

Manufacturer narrative:
Additional information was received on 8/13/2018 indicating the manufacture date: 1/22/2018 and expiration date 1/21/2019. Corresponding fields of this report have been updated. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacture ref no: (B)(4).